Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose level. The issue resolved itself before contacting support, and the pump began charging again using a tandem wall adapter and charging cable.